Event description:
It waws reported that on (B)(6)2023, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted, using a 12f delivery sheath. It was noted that during implant, there were two partial re-captures to re-position the device. On (B)(6)2023, the patient was admitted due to sternal chest pain. Computed tomography (CT) scan revealed no effusion or displacement of amulet. The patient discontinued on pain medications. On (B)(6)2023, the patient was re-admitted with hypotension, chest pain, and supraventricular tachycardia (svt) on electrocardiogram (ECG). Chest radiograph (cxr) and transthoracic echocardiogram (tte) revealed no effusion or device displacement. The patient had altered level of consciousness (loc) and 12 beat run of ventricular tachycardia. Chest compressions were given and defibrillation. Patient post shock rhythm showed st-elevation. The patient was sent to catheterization lab and a large pericardial effusion was noted, causing cardiac tamponade. It was suspected that the compressions during cardiopulmonary resuscitation (CPR) caused the effusion. Pericardiocentesis was performed, draining 260cc of bloody drainage. The patient was stabilized and remained in the intensive care unit (ICU) with drain in place. The patient was reported to be hemodynamically stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of hypotension, chest pain, supraventricular tachycardia, st-elevation post shock rhythm and a large pericardial effusion was noted, causing cardiac tamponade was reported. There was no effusion or device displacement noted on computed tomography (CT) on the following day of procedure. Information from field indicated that chest compressions and defibrillation were given and it was suspected that the compressions during cardiopulmonary resuscitation (CPR) caused the effusion. Imaging's were provided by the filed and were reviewed. The procedural tee uses the 90-degree view for ball configuration positioning and deployment to lobe. There was minimal separation between the lobe and disc on the mitral side. Amulet lobe compression appeared appropriate and at least 2/3 of the lobe was distal to the circumflex in the single view shown. Angiography showed a chicken-wing anatomy with a relatively short neck. Post deployment the amulet device took on a semi-sandwich appearance. The CT scan was reviewed that showed amulet position and appearance were appropriate. Sagittal and coronal views showed distal lobe to pa distance of 1.5-2.0 mm at the closest point, but there was no evidence of effusion. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted, using a 12f delivery sheath. It was noted that during implant, there were two partial re-captures to re-position the device. On (B)(6) 2023, the patient was admitted due to sternal chest pain. Computed tomography (CT) scan revealed no effusion or displacement of amulet. The patient discontinued on pain medications. On (B)(6) 2023, the patient was re-admitted with hypotension, chest pain, and supraventricular tachycardia (svt) on electrocardiogram (ECG). Chest radiograph (cxr) and transthoracic echocardiogram (tte) revealed no effusion or device displacement. The patient had altered level of consciousness (loc) and 12 beat run of ventricular tachycardia. Chest compressions were given and defibrillation. Patient post shock rhythm showed st-elevation. The patient was sent to catheterization lab and a large pericardial effusion was noted, causing cardiac tamponade. It was suspected that the compressions during cardiopulmonary resuscitation (CPR) caused the effusion. Pericardiocentesis was performed, draining 260cc of bloody drainage. The patient was stabilized and remained in the intensive care unit (ICU) with drain in place. The patient was reported to be hemodynamically stable. After the procedure, the patient's anti-thrombotic regimen was reported to be (plavix, asa).